Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc needle had punctured the catheter. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for treatment of mixed hemorrhoids, and during postoperative rehydration anti-infective therapy on (B)(6) 2023, it was discovered that the steel needle of the indwelling needle had punctured the hose, and a replacement indwelling needle was immediately given. The patient was not harmed.

Manufacturer narrative:
1. DHR/bhr review(lot#3171581): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no needle through catheter is found. Please see attachment (B)(4) for the inspection report. 4. After the final assembly of the catheter hub and paddle hub in zone 5, there are visual detection systems to detect 100% needle through catheter and lie distance (please see attachment (B)(4) for process of zone 5). The vision detection systems are challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. Conclusion(s): no abnormality is found on process and retained samples. As no defective sample is received for analysis and confirmation, the root cause of needle through catheter cannot be determined, and the plant will continue to track and monitor such defects.

Event description:
No additional information provided.